Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl reconstruction and outerbridge chondroplasty surgery, the device showed an error f4. There was a delay greater than two hours and the patient was anesthetized during at this time. A back up was available to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
H10. H3, h6: the returned controller, intended for use in treatment, was returned as MDR for evaluation. There was a relationship found between the reported incident and the returned device. DHR/batch record and complaint history review completed. A DHR/batch record review for the seral number finding no discrepancies from released and operating procedures or conditions that could contribute to the event. The review of the complaint history for the associated complaint product found similar events in the last three years for the involved pn. This complaint will be recorded for tracking and trending purposes. Visual inspection shows rusty screws on the top cover. The back label and the warranty seal are in good condition. An inside view revealed that there are no loose parts. There are no manufacturing abnormalities found. The device shows an f4- hardware failure after powering up which could not be reset. The complaint was verified and the root cause could be determined as an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: (1) a power surge to the controller could have caused internal component damage and result in an f-4 error. (2) there may be a loose or damaged component. There are no indications to suggest the device did not meet product specifications upon release into distribution.